Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error. No other anomalies were found.

Event description:
It was reported that interrogation during device preparation noted that the pacemaker was in back up operation. No programming changes were made. No patient was involved.